Manufacturer narrative:
As the catheter was scrapped by the customer it will not be returned for investigation. However, based on the complaint description it is likely that either saline solution contamination of the tab flex or incomplete insertion was the cause. Use care to ensure catheter connector is fully engaged into swiftlink before locking down and ensure no fluids get into catheter/swiftlink connection area.

Event description:
The image of acunav catheter was not recognized when connecting it to the swift link. The cable was reconnected but the issue continued. The issue was resolved by changing the catheter to another one. The procedure was completed without patient's consequence. The complaint product(s) will not be returned for analysis. As a result of a recent FDA inspection, we are retrospectively reviewing complaints and associated documents for compliance to the regulations from 2015 to date. We have strengthened our MDR reporting criteria and we are reporting the attached medical device report in accordance with our new criteria. As a result of this retrospective review, this MDR is being reported immediately upon discovery.